Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the down arrow keypad button has become intermittently unresponsive over the past several months. She noted that the button no longer springs back and clicks as expected. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that she wears the pump clipped to her pants.